Event description:
The customer stated erratic wbc results have been generated on the cell-dyn 1800 analyzer. A patient sample generated wbc results of 36.5, 27.4 and 11.2 k/ul. The sample was checked for clots and none were detected. A manual wbc count was performed before releasing results. No impact to patient management was reported.

Manufacturer narrative:
Dirty/contaminated aperture plates. The customer cleaned and flushed the wbc transducer and the aperture plates to resolve the issue. The likely cause was contaminated and dirty aperture plates. The instrument was performing within specifications. The cell-dyn 1800 system operator's manual, list number 07h80-01, revision e, under section 10, troubleshooting and diagnostics, provides information to assist in problem identification, isolation, and corrective actions. Instructions for obtaining technical assistance are included as well. Section 9, preventive maintenance schedule, indicates that replacement/cleaning of syringes or aperture plates are as required procedures. Section 9, as-required maintenance, provides cleaning instructions for the aperture plates. A review of complaints did not identify any trends. Based on the investigation, no product issue was identified for the cell-dyn 1800. There was no systematic issue with the cell-dyn 1800 product line. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.